Manufacturer narrative:
On december 1st 2023, umano representative was contacted regarding the incident at client's site. Through the initial communication from the customer, they mentioned that they believe the incident may be caused by an error use (footboard removed or bed sometime unpluged by resident). Umano representative went on site on december 8, 2023 and on december 11, 2023 to perform investigation. During the investigation, the bed was tested and it was concluded that the bed exit monitoring system detection was fully functional. Further verifications were made by the service technician and he notice that the bed history log showed that the customer perform the zeroing procedure on the bed for the first time on (B)(6) 2023, two days after the incident. The user manual states the zeroing procedure must be performed prior to installing a new patient or accessory on the bed. The bed is fully functional at customer site, no action required. The most probable cause is an error use note: 2024-03-05: resubmitting report in production environment. Kindly see attachment.

Event description:
Umano medical representative was contacted by customer on (B)(6) 2023 regarding an incident that happened on (B)(6) 2023 alledging that the bed exit monitoring system may have not been working or used properly. Customer added that the patient fell from the bed, which cause a fracture of her elbow and hip and deceased 10 days later. Although not confirmed, the customer mentioned that the fracture may have contributed to the death of the patient.